Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that the patient visited the hospital for a refill on (B)(6) 2023 as usual. The hcp expected 10 cc left in the pump based on calculation, however there was nothing to aspirate. According to troubleshooting guide, the hcp performed a rotor test and it turned out there were no issue on pump. This patient had no symptoms of overdose. It was considered that there were no errors during the refill procedure because the hcp has a wealth of experience in refill procedure. Technical services provided additional troubleshooting steps to ensure all fluid was aspirated from the pump, review effects of heat therapy, double checking that a programming error did not occur, and filling the patient's pump and bringing them back earlier to monitor the reservoir volume and see if there are any discrepancies.

Manufacturer narrative:
The reported complaint of separation was confirmed on the returned set. The adaptor of a back check valve was observed to be separated from the bond pocket. The remaining bonds were tested for bond integrity and met product specifications. When the bond was microscopically examined under uv light, a gap in coverage was observed on the trifurcated connector and the adaptor. The probable cause of the separation had occurred due to an error during manual bonding at the manufacturing site. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.